Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for pancreatitis and spinal pain. It was reported that one moment the patient felt stimulation go very low and the next it would be full tilt to the point that the patient almost started to shake. It was too strong. The patient had not had any falls but it was possible that there had been twisting since the patient worked as a maintenance man and was always moving. The patient had chronic pancreatitis and the stimulator helped with that so the caller did not want to turn stimulation off. Manufacturer records have pancreatitis as an indication for use of the device. This issue started in november 2018 on saturday. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that several adjustments were made to their stimulator to resolve the event. No further complications were reported.